Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A revision procedure was conducted. This lead will not be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This right atrial (ra) lead will not be returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.